Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient's arm was swollen from venous occlusion. The patient is in chronic afib so this lead was extracted. The provided event date occurs after the provided explant date. Therefore, they will not be included in this report.